Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 670 mg/dl. The customer also reported that insulin pump was under delivering because insulin pump was not working. The customer was treated with intravenous insulin drip. Customer was unable to complete carelink upload. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was performed for high blood glucose and under delivery. Customer¿s daughter mentioned that they did not want to use the insulin pump ever again moving forward, the doctors provided the alternative of doing the manual shots for her mother. The insulin pump and reservoir will not be returned for analysis.